Event description:
It was reported that the luer lock became disconnected and insulin began leaking. Customer had elevated blood glucose levels (approximately 420 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.